Event description:
It was reported that this pacemaker was part of the system revision due to infection. The pacemaker was used as a temporary pacing system. No adverse patient effects were reported. The pacemaker was explanted.